Manufacturer narrative:
Evaluation results: results - (other): visual inspection of the product found the lens pouch unsealed. The lens tray inside the pouch was still sealed.

Event description:
The facility opened the lens box and it was noted that the lens pouch was unsealed. The lens tray inside the pouch was still sealed and unopened. The lens was not used.